Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was in reset with no hv therapy available. Patient received four shocks. Lead anomaly suspected.